Event description:
The reason for the replacement was a motor stall. It was stated that the rep believed the first rep found out on (B)(6) 2017 about the motor stall and the patient's replacement had occurred on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. It was unknown when the patient began the use of intrathecal baclofen. The concentration of gablofen was noted to be "28.7 mcg/cc" and the dose was 27.739 mcg/day continuous infusion. The pump had stalled and the patient started experiencing withdrawal. The pump was replaced on (B)(6) 2017. There was no hospitalization or prolongation of a hospitalization. Morphine was also noted to be in the pump. The patient's medical history included low back pain and prior low back surgery/fusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a health care professional via a manufacturer representative regarding a patient who was receiving an unknown drug via a pump implanted for failed back surgery syndrome and spinal pain. It was reported that on (B)(6) 2017 an active motor stall was seen when the pump was interrogated. It was noted that the pump "quit working." No electromagnetic sources were present but it was unknown if the patient had a recent MRI. It was unknown if the patient experienced any symptoms. The pump was replaced on (B)(6) 2017. It was noted that the patient had 22 months left on the pump. No further patient complications were reported with respect to this device system.